Event description:
The customer reports a defective charging system.

Manufacturer narrative:
(B)(4). The customer reports a defective charging system. Philips field service engineer evaluated the device and confirmed the reported complaint. There was no reported pt involvement. The ac power module was replaced to resolve the issue. The module was not available for eval. All performance assurance tests passed and the device was put back into use. No further communication was requested and none is warranted. We will consider this a failure of the ac power module was not working.